Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. Treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within tolerable energy settings. No abnormality regarding z-offset setting can be identified. No technical root cause could be identified. Clinical applications specialist (cas) review shows a little decentered docking of the patient interface (pi), a small vertical gas breakthrough (vgb) and a shorter canal are visible in the treatment report. The most likely root cause for vgb could be a shorter canal setting in combination with decentered docking in this case. No technical root cause was identified as the product was found to be within specifications. The most likely root cause is a shorter canal setting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic technician reported tags on a patient' flap in he five o'clock position. The surgeon was able to proceed with the laser treatment. There are multiple related reports for this event. This report addresses patient ju's left eye, and additional manufacturer reports will be filed.